Manufacturer narrative:
The insulin pump passed self test and a21 error alarm test; no a21 alarm. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump was alarming. The device was stored for three weeks. The alarm cannot be cleared. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose is 154 mg/dl. Nothing further reported.